Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4). The customer is self-servicing and we are informed that the issue was solved by them. We are informed that the customer solved the issue by replacing the gas module, however we have not received any logs or parts. Therefore the root cause of the reported issue could not been established.

Event description:
(B)(4).